Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported incomplete coaptation (slda) and difficulty grasping the leaflet appear to be related to patient morphology/pathology. A cause for the reported resistance with the gripper lever could not be determined. It is possible that the reported resistance was related to the normal function of the device and thus not indicative of a product issue, and/or user technique/procedural circumstances; however, without the device to analyze, this cannot be confirmed. Additionally, a conclusive cause for the tissue damage cannot be determined as it was reported that the account could not tell if the leaflet was torn. Based on the information provided based on the information reviewed, a conclusive cause for the tissue damage cannot be determined as it was reported that the account could not tell if the leaflet was torn. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: h6: device code 4012 removed and 2921 added.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment with possible tissue damage. It was reported that this was a mitraclip procedure to treat a mitral regurgitation (mr) with grade of 4+. The xtw clip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2 but not satisfied with the posterior leaflet prolapse, opened and raised posterior gripper. There was difficulty pushing down on the posterior gripper lever as resistance was felt. The clip did not move and was stable, once the posterior leaflet was on the gripper arm the posterior leaflet was grasped successfully. The clip was deployed, but it was noticed that a single leaflet device attachment (slda) occurred. The clip remained on the anterior leaflet. It could be possible that the leaflet tore or came off the posterior arm. An nt clip was deployed lateral to the slda with no issues. An additional nt clip was deployed medial to the slda for security. Three clips implanted reducing mr to 2+. There was no adverse patient effect and not clinically significant delay in the procedure. No additional information was provided.